Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation using an intellanav mifi open-irrigated catheter the irrigation port was broken. During ablation the generator issued an excessive temperature error. During troubleshooting they found the irrigation port on the catheter was broken and leaking saline. They exchanged the catheter and were able to complete the procedure with no compilations. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation using an intellanav mifi open-irrigated catheter the irrigation port was broken. During ablation the generator issued an excessive temperature error. During troubleshooting they found the irrigation port on the catheter was broken and leaking saline. They exchanged the catheter and were able to complete the procedure with no compilations. The catheter was received for investigation at the boston scientific's post market laboratory.